Event description:
Medtronic received information that during the implant of a 29 millimeter (mm) transcatheter bioprosthetic valve, the valve was recaptured multiple times due to valve dislodgments. The delivery catheter system (dcs) and valve were removed from the patient. A larger (34mm) valve and dcs were used for the procedure. After the valve was implanted a hematoma was noted at the right femoral artery access site. A surgical cutdown was performed to repair the hematoma. It was suspected that the hematoma may have been due to a broken stitch on the (non-medtronic) closure device, however the dcs involvement was not ruled out. It was reported that the minimum vessel diameter was 7.6 mm. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the delivery catheter system was discarded therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.